Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Follow-up information was received from the consumer. On an unreported date, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The patient did not reported using any leaking bags. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of cloudy effluent, abdominal pain and diarrhea in a patient coincident with dianeal pd4 and extraneal therapy for end stage renal disease (esrd). Pd therapy continued unchanged. On an unreported date, the patient experienced cloudy effluent. On (B)(6) 2012, the patient experienced abdominal pain and diarrhea. On (B)(6) 2012, the patient was hospitalized for the cloudy effluent, abdominal pain and diarrhea. The patient didn't have a fever. The severity of the events was classified by the reporter as mild. On (B)(6) 2012, remedial treatment with cifran (ciprofloxacin) 250mg two times po and cefazolin 1000mg one time, route unknown for the cloudy effluent was initiated. As of the time of this report, the patient remained hospitalized. The root cause according to the reporter was unknown but symptoms could be in connection with administered extraneal solution. The patient had not recovered from this event at the time of this report.